Event description:
It was reported by the customer that the head section on his power pro cot has a broken weld. It is unknown if a patient was involved, but no adverse consequences were reported.

Manufacturer narrative:
Broken head section.